Event description:
It was reported that deep brain stimulation therapy was performed with a boston scientific stimulator implanted. Sometimes there was tingling stimulation throughout the patient's entire body. It was unknown whether this was from the effects of the patient's medtronic spinal cord stimulation or their deep brain stimulation. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us.